Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the electrocardiogram (ECG) was noisy, however it was noted that upon inspection of the link electronic module (lem) board there was cracked solder on the ECG connection and the lem board was replaced as a preventive measure. Additionally the lem was recalibrated, the hard drive reconfigured and the software updated. It was further noted that the power supply was intermittently noisy and it was replaced. (B)(4).

Event description:
It was reported that the electrocardiogram connection was noisy. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.